Manufacturer narrative:
This report is being filed under exemption e2012066 by getinge (suzhou) co., ltd. (Registration #(B)(4) on behalf of the importer arjohuntleigh, inc. Ahus (registration #(B)(4). Additional information will be provided upon the investigation conclusion.

Event description:
During an education class for a different product upon hearing the company name, a nurse from the audience stated she had a patient with one of our pumps that had injury to leg when the pump failed to deflate the garmet. She stated it took "2 hours to get their leg back to normal." No further details were provided.

Manufacturer narrative:
An arjo representative reported that on (B)(6) 2018 "during an education class for a different product upon hearing the company name, a nurse from the audience stated she had a patient with one of our pumps that had injury to leg when the pump failed to deflate the garment." The nurse stated that it took "2 hours to get their leg back to normal." This comment was made by a nurse in passing and the initial reporter name nor additional information regarding the event were not recorded. Based on the model number provided, we were able to establish that involved in the incident device is the flowtron acs800. Despite efforts made to contact the customer (B)(6) medical center, in order to gather detailed information about an incident, arjo has not received additional information that would allow us identifying the root cause of the reported issue. The pump and garment were not identified thus it was not possible to evaluate the system. When reviewing complaints received from the customer (B)(6) medical center, we have not found another reported incident related to the flowtron system. Instruction for use (IFU) for flowtron acs 800 dated 06/2012 states the following: in 'starting therapy' section IFU indicates to "during garment inflation, check the lcd screen to confirm that the correct pressure is being applied and that there are no fault messages displayed. The inflation pressure for the different garments are: foot garment: 130 mmhg, calf and calf & thigh garment: 40 mmhg:, "check that there are no kinks in the pump tubesets", "check that the pump tubesets and connectors do not cause the patient any discomfort", "regularly check that the garment remain correctly fitted to the patient". The pump is equipped with multiple alarms e.g. Low pressure, blocked garment/kinked tube, faulty tubeset, service required. When a faulty condition occurs the flowtron acs 800 pump will provide visual-only warning followed by an audible and visual alarm if the fault is not cleared. It is unknown, if the system was checked before the therapy and if it was checked regularly during therapy or if there was an alarm condition detected that would allow a caregiver performs an action to mitigate any risk. With limited information provided and without the possibility to evaluate the system, the root cause of the reported incident cannot be established. When reviewing reportable complaints for the flowtron acs800, we have not find any other complaint with the reported issue. Following the allegation, it can be assumed that when the event occurred the system was used for patient treatment and thus played role in the incident. The nurse stated the pump failed to deflate a garment, therefore, from that perspective, the system failed to meet its performance specification. However, because the system was not identified and not returned for evaluation this cannot be confirmed with certainty. We report this incident because of allegation of injury to leg and limited information received.